Manufacturer narrative:
On (B)(6) 2019, only a picture of the sample is available for analysis. Upon visual inspection of the picture, it was observed to be deflated. However, no conclusion could be reached as to the origin of the deflation as the device was not returned for analysis. A manufacturing record evaluation (mre) was performed for the finished device number (B)(4), and no non-conformances related to the reported complaint were identified. The manufacturing records were reviewed and the manufacturing criteria were met prior to the release of this lot. Complaint information will be included in complaint trending that is reviewed and monitor by monitored by quality assurance on a regular basis to determine if further action is necessary. This report contains supplemental information for mentor asr reference number 1-125z941/ip-00005170. This device report is being submitted late as a result of the exemption transition period following the revocation of mentor¿s asr exemption #e1999017. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) patient underwent a breast reconstruction primary with a ce med height te 650cc and experienced deflation on the right breast implant. As a result, the patient had undergone removal and replacement with unknown breast implant on (B)(6) 2017. This report contains supplemental information for mentor asr reference number 1-125z941/ip-00005170.